Event description:
Date of implant: 2006. It was reported that a patient underwent a revision surgery after a "setscrew backout at the bottom of the construct". No patient complications noted.

Manufacturer narrative:
Device has not been returned; therefore product evaluation is not possible at this time. Xrays were returned for examination that revealed that the patient had a history of scoliosis and underwent posterior spinal fusion of multi-levels. The x-rays also revealed that the construct had a 3 point fixation. Unable to determine the cause of the event.